Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a concerto verse coil embolization procedure was performed to coil off a venous collateral off a vein in an arteriovenous fistula located in the arm that was negatively affecting the fistula. The vessel diameter was reported as 5mm and vessel tortuosity was minimal. A 40cm 4fr non-medtronic (angiodynamics soft-vu bernstein) catheter and a 4cm 6fr non-medtronic (terumo) sheath were used. The devices were prepared as indicated in the IFU without issue. A 7x40 concerto verse coil was deployed without issue. A second 6x20 concerto versa coil was packed and a manual break using the hypotube break indicator was performed at the correct location, but the coil did not detach. The manual method was attempted once. The pusher release wire was not observed to be broken during the unsuccessful detachment. There was no friction or difficulty during delivery. The coil was repositioned, and the coil was flushed before and after deployment. During attempted removal of the pusher wire, the second coil unravelled and a string (unravelled coil) extended from the coil out of the sheath, and coil separation was reported during retrieval after the unsuccessful detachment. The coil would not pull back through the catheter, and the unravelled second coil remained attached/entangled with the first coil. The physician obtained distal access to the coiled area and used a gooseneck snare to remove both coils during the same procedure. The issue was reported as resolved, and the patient outcome was alive.